Manufacturer narrative:
Product ID 97754, serial# (B)(4). Product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that further interrogation had determined that the burning sensation could be scar tissue. No surgery had been scheduled at this time so no explanted devices would be returned at this time. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient hadn't charged since around (B)(6). The representative met with the patient for a pmr and after two attempts they were able to fully charge their battery. The por was cleared yesterday and they were able to use their ins. The issue was resolved. No symptoms or further complications reported. Additional information received from the representative. It was reported that the ins was confirmed to have been overdischarged. No symptoms or further complications reported. Additional information was received from a manufacturer representative (rep) on (B)(4) 2019. The rep indicated that the battery had been discharged for between 6 months to a year, so the patient was unable to connect to the battery to charge. In (B)(6) a 60 minute charge was performed to charge the battery which was successful. However, the patient stated that ever since the 60 minute charge to the battery, the battery site has been burning. The event date was noted to be (B)(6) 2019. The burning stated in (B)(6) 2019 and the only thing that makes the burning go away is to turn the battery completely off. If the system is on then it is burning whether the patient is charging or not the battery is still there. The rep would meet with the patient on (B)(6) 2019 to perform an impedance check. The rep noted that turning the intensity down does not make the burning go away. Surgical intervention was planned but it has not been scheduled. The patient has a medical history of dialysis. The issue was not resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.